Event description:
It was reported the patient was hospitalized due to congestive heart failure (chf) and infection post coronary artery bypass graft surgery (CABG). The manufacturer representative was notified by the pulmonologist, that the patient was somnolent and was requested to turn the pump to minimum rate. The pump was reprogrammed. It was also noted the patient was having an episode of total disorientation and altered mental state. The patient had been having trouble with disorientation for a week or 2. The pump was used to deliver morphine. The outcome of the event was unknown. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant product: product ID 8731sc, serial # (B)(4), implanted: (B)(6) 2010, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient had a history of congestive heart failure. The patient experienced a decreased level of consciousness do to their congestive heart failure. The coronary artery bypass procedure was in may of 2014. The reason for the procedure was that the patient¿s pacemaker wires were infected. The infection and the congestive heart failure were not related to the pump therapy. There was an increased effect of medication due to debilitated state. There was no known pump or catheter issue. The pump was turned down to minimum rate. Once the level consciousness increased, the patient was discharged home on oral medication. The oral medication did not control pain. The patient was on simple continuous rate. The patient had not had any further issues and had recovered without permanent impairment.